Manufacturer narrative:
No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported a loss of vascular imagining mode functionality. No patient or user injury was reported related to this event.